Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 197866 number, and no non-conformances were identified. Device manufacturing date 01-aug-1999 and expiration date 31-aug-2004. A manufacturing record evaluation was performed for the finished device 204939 number, and no non-conformances were identified. Device manufacturing date 01-jan-2000 and expiration date 31-jan-2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a, the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 500cc textured mentor memorygel breast implant has experienced postoperative trauma to the chest during a sports activity. Patient now experienced unusual sensation with her breast implant on an unknown side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both lot numbers 197866 and 204939 were provided, but it is unknown which lot number belongs to the impacted side. If additional information is received, a supplemental report will be submitted as applicable.